Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised due to tibial component subsidence. The triathlon #5 primary baseplate and cr insert 5x13 were revised to a triathlon #5 baseplate and 5x13 cs insert. Explants are being retained by the facility .